Manufacturer narrative:
The software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. As per the info available in gch that "[on (B)(6) 2024: amunda2: per the site, they did not want a system checkout at this time. They currently do not have a servicing contract either. Therefore, logs will not be provided for analysis at this time.]" Logs will not be provided. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the screen displayed "no video detected" checked monitor input settings - settings were correct. Reseated connections into monitor - no resolution. Hard reboot - issue resolved. There was no patient involvement.